Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with unknown size unknown mentor breast implants and developed unknown side air bubble that can be pushed in and it pops out, and wrinkling of implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and the gel common device name/ procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. Country of event is defaulted to USA since it is a social media complaint and no information is available at this time. Also, no patient contact information was provided, therefore no follow up can be completed and there is no additional information available at this time. Should additional information become available, this case will be re-assessed, notes will be updated, and supplemental report will be submitted.